Event description:
Information received indicates the patient was transferred from the ICU around 1350. As he was lying in the bed, he started to cough. The head of the bed (hub) was flat. The rn tried to raise the hob, but the controls would not work. The patient's airway was compromised because the couldn't sit up and cough effectively. A code was called. When additional staff members arrived, they were able to sit the patient up, at the time he was able to cough and clear his airway. The patient was transferred to a different bed back to the ICU. Maintenance was called and immediately came up and checked the bed. What they found to be wrong was the code level had been pulled to flatten the bed. Maintenance stated that they have seen this before, according tio him, when housekeeping cleans the bed they will pull the lever to quickly flatten the bed for cleaning. At times the lever will not snap back into place and the bed controls will not work.

Manufacturer narrative:
The field technician investigated. The serial number was not recorded by the account in the alleged incident. The accounts maintenance showed the technician a bed that was in the hallway but he could duplicate the alleged malfunction. The technician found no beds with the CPR lever sticking. The account stated in the future, housekeeping needs to make sure the lever is snapped back into placed and that the bed controls are working prior to leaving the room after cleaning.